Manufacturer narrative:
(B)(4). The insulin pump received with a blank display due to moisture damage on electronics and motor assembly. The device was unable to perform any tests due to the damage. The pump was received with a cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on the display window.

Event description:
The customer¿s parent reported via phone call that the customer¿s insulin pump had exposed to fluid. The customer¿s blood glucose level was unknown. It was reported that the customer jumped into the pool and found the fluid under the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.